Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found there was objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor from a 2008t hemodialysis (hd) machine cut the bloodline tubing during a patient¿s treatment. The biomed said the plastic sleeve on one of the rotor guide pins came off, which resulted in the tubing getting damaged. Additional details were provided upon follow-up with the biomed, and a registered nurse (rn) who was present at the time of the event. Leading up to the incident, the rn stated the staff heard a grinding sound coming from an unknown machine. As they were investigating the sound, it stopped. Approximately ten minutes later this machine began alarming with an air detector alarm. The patient was approximately forty-five minutes into their hd treatment at this time. When the air detector alarm first started, there was no visible blood leaking from the blood pump assembly. After about five minutes of addressing the alarm, the rn said the staff noticed blood dripping from the blood pump assembly. At this point, they decided to return the patient¿s blood and set them up with new supplies on a different machine. The patient¿s estimated blood loss (ebl) due to the leak was less than 10 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment. The machine that alarmed was removed from service for evaluation. When the bloodline was removed from the blood pump rotor, a visible hole was noted in the blood pump segment of the tubing. The rn confirmed the bloodline was inspected prior to use with no damage noted. The biomed replaced the blood pump rotor and the machine was put back in service. No photos of the blood pump rotor were available. However, the sample was reportedly sent back for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The blood pump rotor had a loose and deformed sleeve (guide sheave) on one of the rear guide pins. The sleeve was able to be easily removed from the guide pin. The blood pump rotor was installed onto a test machine for functional testing. A patient test was performed with a fresenius combi set bloodline using water in dialysis mode. The blood pump rate was set at 450 ml/min and the test was run for two hours. The blood pump rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. Upon completion of the sample evaluation, the reported complaint remains as confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor from a 2008t hemodialysis (hd) machine cut the bloodline tubing during a patient¿s treatment. The biomed said the plastic sleeve on one of the rotor guide pins came off, which resulted in the tubing getting damaged. Additional details were provided upon follow-up with the biomed, and a registered nurse (rn) who was present at the time of the event. Leading up to the incident, the rn stated the staff heard a grinding sound coming from an unknown machine. As they were investigating the sound, it stopped. Approximately ten minutes later this machine began alarming with an air detector alarm. The patient was approximately forty-five minutes into their hd treatment at this time. When the air detector alarm first started, there was no visible blood leaking from the blood pump assembly. After about five minutes of addressing the alarm, the rn said the staff noticed blood dripping from the blood pump assembly. At this point, they decided to return the patient¿s blood and set them up with new supplies on a different machine. The patient¿s estimated blood loss (ebl) due to the leak was less than 10 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment. The machine that alarmed was removed from service for evaluation. When the bloodline was removed from the blood pump rotor, a visible hole was noted in the blood pump segment of the tubing. The rn confirmed the bloodline was inspected prior to use with no damage noted. The biomed replaced the blood pump rotor and the machine was put back in service. No photos of the blood pump rotor were available. However, the sample was reportedly sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor from a 2008t hemodialysis (hd) machine cut the bloodline tubing during a patient¿s treatment. The biomed said the plastic sleeve on one of the rotor guide pins came off, which resulted in the tubing getting damaged. Additional details were provided upon follow-up with the biomed, and a registered nurse (rn) who was present at the time of the event. Leading up to the incident, the rn stated the staff heard a grinding sound coming from an unknown machine. As they were investigating the sound, it stopped. Approximately ten minutes later this machine began alarming with an air detector alarm. The patient was approximately forty-five minutes into their hd treatment at this time. When the air detector alarm first started, there was no visible blood leaking from the blood pump assembly. After about five minutes of addressing the alarm, the rn said the staff noticed blood dripping from the blood pump assembly. At this point, they decided to return the patient¿s blood and set them up with new supplies on a different machine. The patient¿s estimated blood loss (ebl) due to the leak was less than 10 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment. The machine that alarmed was removed from service for evaluation. When the bloodline was removed from the blood pump rotor, a visible hole was noted in the blood pump segment of the tubing. The rn confirmed the bloodline was inspected prior to use with no damage noted. The biomed replaced the blood pump rotor and the machine was put back in service. No photos of the blood pump rotor were available. However, the sample was reportedly sent back for evaluation.